Event description:
It was reported that the patient underwent a revision surgery due to pain. The explanted devices were a 52mm bhr cup and a 46mm bhr head. The metal ion levels were chromium in urine: 2.10 h ug/g creat. Cobalt in urine: 5 h ug/g creat. Metal on whole blood: not detected. The patient outcome is unknown.

Manufacturer narrative:
Additional part added as concomitant.

Event description:
It was reported that the patient underwent a revision surgery due to pain. The explanted devices were a 52mm bhr cup and a 46mm bhr head. The metal ion levels were chromium in urine : 2.10 hg/g creat. Cobalt in urine: 5 hg/g creat. Metal on whole blood: not detected. The patient outcome is unknown.

Manufacturer narrative:
Smith & nephew, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, inc., or its employees, that the report constitutes an admission that the device, smith & nephew, inc., or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
It was reported that hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. No device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Smith and nephew has not received the device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.